Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the tip of a screwdriver release handle broke off while releasing the medium hexdriver shaft from the screw. No broken pieces fell inside the patient. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported due to this issue.